Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was underdelivered, medication infused at a programmed rate of 5 ml per hour. The total programmed volume was 390 ml. The remaining reservoir volume was 358 ml according to pump settings and starting volume, and 299 ml based on the actual volume remaining in the bag. An ICU medical cstd was used to prime the line but not to fill the cassette. The event occurred while the device was in use with a patient and there was no patient harm.